Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a low battery alert on the insulin pump. Customer also had a broken belt clip. Battery indicator does not show less than 2 bars. Alarm history was checked. The last battery change was yesterday and the battery did last more than 1 week. Customer reported that she has a burn on her pump. Customer stated that she has corrosion on the bottom of the battery compartment. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.